Event description:
Patient called to report that he had complications from laser surgery. He said the doctors are not sure but they think he is experiencing ctk (central toxic keratopathy). He said he experienced blurred vision, unable to focus from a distance or close up, reading difficulty, unable to drive. He also said one of the doctors told him the recovery could take anywhere between 3 months to 18 months.